Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection noted that the eyelet of the suture anchor, pushlock® 4.5 x 24 mm was broken and bent at the tip. No damages were observed on the anchor. Functional testing was not performed due to the damage to the device. The quality of the bone encountered was not specified. Per (B)(4). Precautions - 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 20th october 2025, it was reported by a distributor via email that for an ar-1922ps, suture anchor, pushlock® 4.5 x 24 mm, the tip of device broke. This was detected during a rotator cuff procedure on (B)(6) 2025. The procedure was completed successfully as the device was replaced with a spare item.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.